Event description:
Information notes that the patient fell during a syncopal spell and was taken to the hospital. Her heart rate was in the 40's. The device could not be interrogated and there was no output with magnet application. The patient's sinus went to atrial flutter at about 150 bpm. The patient was very thin and the device migrated to the armpit area. Re- placement was scheduled but the patient's prothrombin time was too high. She later suffered a stroke and expired.